Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient received inappropriate therapy. It was indicated that several shocks may have been for supra ventricular tachycardia (svt) with rapid ventricular response. It was specified that the patient was in atrial arrhythmia at time of the treated episodes. Several shocks accelerated ventricular rate after the atrial arrhythmia was terminated yet the patient reported being asymptomatic at the time of therapies. The right ventricular (rv) lead was explanted and a new rv lead placed in a different location in hopes of improved therapy results. No further patient complications have been reported as a result of this event.